Manufacturer narrative:
Additional information was received. The associated electrode was successfully replaced, and this s-ICD remains in-service. Reasonable evidence suggests the electrode damage was the cause of the noise oversensing and subsequent inappropriate shocks.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in the primary vector. Noise oversensing was noted, with noise being reproduced in all vectors. Imagining and troubleshooting was preformed, and an electrode damage is suspected, but not yet confirmed. Technical services (ts) reviewed device data and confirmed that complete intermittent loss of signals and noise. Shock impedances remain within range. While the s-ICD shows normal operation, a connection issue cannot be excluded at this time. An electrode revision is scheduled, with further troubleshooting to be performed. This s-ICD system remains in-service. No additional adverse patient effects were reported. Additional information was received. The associated electrode was successfully replaced, and this s-ICD remains in-service. Reasonable evidence suggests the electrode damage was the cause of the noise oversensing and subsequent inappropriate shocks.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in the primary vector. Noise oversensing was noted, with noise being reproduced in all vectors. Imagining and troubleshooting was preformed, and an electrode damage is suspected, but not yet confirmed. Technical services (ts) reviewed device data and confirmed that complete intermittent loss of signals and noise. Shock impedances remain within range. While the s-ICD shows normal operation, a connection issue cannot be excluded at this time. An electrode revision is scheduled, with further troubleshooting to be performed. This s-ICD system remains in-service. No additional adverse patient effects were reported.